Manufacturer narrative:
Analysis was unable to prime during the prime test and motor error alarm during the occlusion test due to a faulty force sensor resistor. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a scratched case, a scratched keypad overlay, a scratched reservoir tube window, and a minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a motor error alarm during basal rates. The customer was able to complete the rewind sequence. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.